Event description:
It was reported that, loose cup. Devices removed because of infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: unk insert, unk restoration stem. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the reported device(s) cannot be performed as the device(s) were not returned to the MFR. Additional info pertaining to the devices referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.